Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the display for the unit was not powering on. There was no patient involvement.

Event description:
It was reported to philips that the display for the device was not powering on. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a loose internal ribbon cable connection. Based on the conclusion of the evaluation, it was determined that this was a malfunction of an internal ribbon cable connection. The ribbon cable was realigned and the unit passed all subsequent testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the display for the unit was not powering on. There was no patient involvement.